Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics; however, photos were provided for evaluation. Visual inspection of the returned photos found signs of usage all over the surface of the device. The suture needle cannot be observed inside the gun; therefore, it is not possible to verify the issue reported. No other anomalies could be observed. The overall complaint was not confirmed as the observed condition of the expressew iii ac+ gun would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.

Event description:
It was reported the during an unspecified surgery, it was observed that the expressew iii ac+ gun device clamp was activated to pass the stich however the suture needle did not extend and remained stuck. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.